Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The five additional prostyle devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) were attempted with six prostyle devices using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was not present when the plunger was pulled back with all six prostyle devices. Five prostyles failed in the rcfa and the sutures of three new prostyle devices were successfully pre-placed. One prostyle failed in the lcfa and the sutures of another three new prostyle devices were successfully pre-placed. The sheath was upsized to an 18f in the rcfa and a 24f in the lcfa. The evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture was not present when the plunger was pulled back¿ was not confirmed as not all components were returned for analysis. D9, h3 - the device status changed from not returning to received. H6: type of investigation code 4114 was removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning as it was lost in transit.